Event description:
It was reported that the pt underwent a cervical procedure with anterior fixation at c4/5 for opll. At an unk time post-op, a surgeon confirmed that the screw at c5 was loosened. Approx two weeks post op, the secondary surgery was performed to further decompress the cervical spine. The pt reportedly was doing well post op.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event. However, the suspect devices in use are lot# w07h1897 and w07h1899. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.